Event description:
It was later reported that the patient had undergone a full revision. The device has been received by the manufacturer. No other relevant information has been received to date.

Event description:
It was later reported on a product return form that the lead was replaced due to a "lead discontinuity". No other relevant information has been received to date.

Event description:
It was reported that the patient was noted to have "cystic calcification" that compromised the lead. The patient was originally scheduled for normal battery replacement. Now a full revision is scheduled to correct the cystic calcification" (fibrosis) on the lead. It was later reported by the provider that the referred replacement of the lead is in fact taken to preclude a serious injury. The cause of this fibrosis is unknown to the provider. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed for both the generator and lead. There were no anomalies detected on the generator. The fracture of the lead was confirmed in which a stress induced fracture was visualized. No other relevant information has been received to date.